Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st elevation, heart block, and ventricular fibrillation. A minute after the ablation catheter was advanced into the left atrium, through the faradrive, the patient exhibited st elevation followed by complete heart block and ventricular fibrillation. The catheter and sheath were withdrawn into the right atrium and a cardiac catheterization was performed which ruled out coronary disease and cardiac spasm. The physician suspected an air embolism; however, they could not confirm the cause as no air was seen in the patient. The procedure was cancelled at that time and the patient made a full recovery without interventions. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks and the returned device passed all tests and kept pressure with pressure and fluid retention testing. The valves of the sheath were also inspected under a microscope to look for damage and no issue with the valves were found. Overall, testing did not find any defects or evidence that the device malfunctioned in a way that could have caused or contributed to the event. According to the sheath's instructions for use, st segment elevation, heart block, and ventricular fibrillation are all known inherent risks of use of the sheath or the procedures the sheath would be used during.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st elevation, heart block, and ventricular fibrillation. A minute after the ablation catheter was advanced into the left atrium, through the faradrive, the patient exhibited st elevation followed by complete heart block and ventricular fibrillation. The catheter and sheath were withdrawn into the right atrium and a cardiac catheterization was performed which ruled out coronary disease and cardiac spasm. The physician suspected an air embolism; however, they could not confirm the cause as no air was seen in the patient. The procedure was cancelled at that time and the patient made a full recovery without interventions. The sheath has been received for analysis.